Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of valve and crease fold. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation), wear abrasion and white particles. Based on the device analysis, the final assessment is a delamination total of the valve (cohesive failure). Additional, changed, and/or corrected data: g.1., h.3., h.6.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.